Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, when the device was fired, the surgeon noticed a movement at the end of firing. When the blade reached the end of cartridge, the distal tip of the reload moved. The movement can be described as uncontrolled articulation. There was no reinforcement material used. There was no delay in surgery. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle and one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The visual evaluation noted no abnormalities. The functional evaluation noted that the switch was bowed but was unable to replicate the reported condition. A review of the device history record indicates these devices lot numbers were released meeting all quality release specifications at the time of manufacture. A malfunctioning switch is the result of compromised solder joints. The root cause of the observed condition was determined to be a result of a manufacturing step and actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.